Event description:
During a follow-up post implant, increased capture threshold which resulted in loss of capture was observed on the leadless pacemaker (lp). A revision procedure was performed and the lp was repositioned to resolve the event. The patient was stable.